Event description:
During the coronary artery bypass graft surgery, the seal did not provide adequate hemostasis. The surgeon completed the case by using a side biter clamp. No additional complications were reported.